Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the trial had worked very well, but ever since having the permanent implant the patient had not gotten the same relief. It was reported that after the implant surgery, when the device was turned on the patient 'jumped and started hopping around the room' and it was very painful. The reporter stated that after implant the patient was bloated for 4-6 weeks and 'looked like she was ready to give birth.' It was reported that the patient tried having her device reprogrammed three times and it still hadn't been helpful. It was noted that the lead was placed in a slightly different area than how it was during the trial. The reporter stated that the device moved around in the pocket and took 'forever' to charge. It was reported that in january the patient fell hard right on the device and she had a lot of discomfort associated with the fall. The reporter had fallen on the device 'minimally' three times. Additional information has been requested but was not available as of the date of this report.

Event description:
It was later reported there was a loss of therapeutic effect. It was noted the patient fell in (B)(6), 'flat on (B)(6)' and in (B)(6) the device did not seem to be working right and it hurt, felt like the patient had a 'hockey puck.' Patient went in for imaging because they had an indent in upper spine toward shoulder blades in thoracic area. It was noted in the 'thoracic area a vertebra was poking in.' Patient stated the health care professional (hcp) said 'there was nothing they could do and everything looked normal.' It was also reported the implantable neurostimulator (ins) moved and change could be seen on the spine. The ins was floating around buttocks and patient fell on it. The last time the patient charged was approximately one month prior and it took 4-6 hours. The patient last felt stimulation approximately two weeks prior. It was noted the patient was reprogrammed a few months after implant. It was also noted 'it was not a good surgery and the body did not respond well.' It was noted the trial worked 'beautifully.' The implant did work but the patient could not get it to go where they wanted it to go. The patient was not getting the relief they needed and the therapy never did completely what it needed to do. It was noted stimulation was turning off. It was stated the patient had not had the device turned on for two months. It was noted the patient had not seen the hcp since implant and never had the device checked. Patient noted they were able to get charge but had to move around to get charge because of where the device was positioned. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2012-10596 for information on fall.

Event description:
Additional information received reported x-rays were taken and the patient's doctor commented that there was good placement, good positioning, stable positioning, intact leads, and no fractures were noted. This was done on (B)(6) 2012. It was noted that everything looked good and was working as designed, and there was nothing noted about a lack of effect being related to the device or placement of the device or leads. The patient had not seen their healthcare provider to address the effectiveness of the therapy as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 37752, lot# serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4).